Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Recurrent sigmoid colon diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Rnfa fired the device and she has fired the device several times. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b (right in the middle). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green checkmark light; audible cycle of stapler. Was the green checkmark visible at the end of the firing? Yes. Was it confirmed that the device was opened two full 360-degree revolutions? Yes, I witnessed it. Can more information be provided on the difficulties removing the device and how it was ultimately removed? No significant difficulty removing the stapler. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes and both were full and circumferentially intact. Was a leak test performed? If so, what type and what was the result? Yes; both rigid proctoscopy and flexible sigmoidoscopy; there was no air leak. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the post-op bleeding identified? The patient started passing a large amount of blood from her rectum. What was the total estimated blood loss (ml)? 500 cc (2 units of blood). Was a transfusion required? Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. No issues. How was the bleeding addressed? I performed flexible sigmoidoscopy and placed a endoclip at the site of the bleeding vessel (successfully). What was the pre and postoperative anti-coagulant and pain management protocol? No chemical anti-coagulants; only ted stockings and leg squeezers; patient received oral tylenol and gabapentin pre-op. What is the current status of the patient? She recovered well and was discharged home without incident on post operative day 4.

Manufacturer narrative:
(B)(4). Approximately two weeks prior to (B)(6) 2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Was it confirmed that the device was opened two full 360-degree revolutions? Can more information be provided on the difficulties removing the device and how it was ultimately removed? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Were there any issues noted with staple formation? If so, please describe the shape and location. How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient?

Event description:
It was reported that five hours post operative of a low anterior resection, the patient returned with bleeding. Patient is doing fine since follow up procedure.